Event description:
The customer stated that the current new architect ca19-9xr reagent lot (08851m500) is generating higher than expected patient results compared to the older lot. The customer provided one patient results as an example. This patient sample generated a result of 41 u/ml using the new lot compared to results of 17 u/ml and 19 u/ml using the previous lot (10726m500). The customer is requesting replacement of the current lot. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.